Manufacturer narrative:
The associated complaint device was not returned. Based on our review of the complaint and the provided documentation there are no adverse patient consequences therefore no medical assessment is warranted at this time. A review of manufacturing records for did not reveal any abnormalities that could have contributed to the reported issue. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.

Manufacturer narrative:
Customer indicated that there is no product/device to be returned for investigation analysis.

Event description:
It was reported medication was prescribed due to pain after surgery.